Event description:
Rptr had implants implanted on 8/29/88. Problems noted: breast hardness, capsular contracture, arthritis symptoms including joint swelling, pain, stiffness in knees, hands, fingers, stiff neck, hardening of breast skin, muscle fatigue, hand and finger swelling, breast tenderness, fatigue, headaches, numbness, tingling, sleeplessness, general capsulotomy, malposition of implants, breast wrinkling, implant migration, left breast is flatter than right, breast bone pain, nipple pain and burning and unable to lift arms.